Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of left branch bundle block (lbbb) and first degree atrioventricular (av) block. The length of the membranous septum was more than 3mm. There was calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted successfully at a depth of 2mm on the non-coronary cusp (ncc) and 7mm on the left-coronary cusp (lcc). The patient experienced a complete heart block and went into asystole (transient) but subsequently became stable. There was no clinically significant delay reported. Post-implant, the patient was implanted with a permanent pacemaker as an intervention. The patient was discharged.

Manufacturer narrative:
It was reported that the patient experienced a complete heart block and went into asystole (transient) but subsequently became stable. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported patient effects could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The surgical intervention was result of a permanent pacemaker implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect - clinical code: 1721 arrhythmia.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the procedure, the valve was able to be implanted successfully. Post-implant, the patient was implanted with a permanent pacemaker as an intervention. The patient was in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.